Event description:
False negative result(s). The product is very easy to use and the instruction came with it is very clear to follow. However, it is not as accurate as pcr tests. I got false negative.